Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that about 2-3 years ago, she had a bent needle due to which insulin could not get through. The patient experienced diabetic ketoacidosis and high blood glucose level. She could not get her blood glucose level down and took insulin by syringe. Subsequently, she went to the hospital with blood glucose level over 500 mg/dl. The patient was treated with insulin drips, shots and through intravenous route to bring down her blood glucose level. Eventually, her blood glucose level returned to the normal range and she was released from the hospital after about four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.